Event description:
The account alleges that the biopsy needle did not fitting properly in the coaxial introducer. No patient injury.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was returned for evaluation the internal diameter (ID) of the introducer/coaxial was within specifications. Resistance appears to occur when the echogenic bumps of the biopsy needle reach the coaxial hub. These laser marks can occasionally cause slight protrusions, which may interfere with smooth insertion and contribute to the resistance experienced. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were found. Non-conformances of this nature are monitored by the engineering, quality and management team members.